Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon evaluation, the trunk cable, the cable connecting the distribution node (dn) and rear therapy electrode (te), and the cable connecting the dn and front te were pulled from the dn strain reliefs, damaging the connectors inside the dn. The root cause of the damaged cables is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had damaged cables.